Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 23 devices were received for evaluation; 21 events were confirmed during testing; 21 devices were found to have corrosion affecting the trigger. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "23" malfunction events in which the device had run-on. There was patient involvement; no patient impact. 7 reported events had patient involvement with no patient impact. 3 reported events had no known patient involvement or patient impact. 13 reported events had no patient involvement; no patient impact.